Event description:
Consumer reported complaint for lo blood glucose test results and error message (e-2). The customer called concerned with test results from results obtained of lo. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/19/2027 and per the customer the open vial date is 02/12/2026. The meter memory was reviewed for previous test result history: result 1: lo, date: (B)(6) 2026 , time: 8:41am fasting am, result 2: lo , date: (B)(6) 2026, time: 8:20am fasting am, result 3: lo, date: (B)(6) 2026, time: 8:20am fasting am , result 4: 123 mg/dl date: (B)(6) 2026, time: 7:59am fasting am, result 5: 136 mg/dl date: (B)(6) 2026, time: 8:37am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 22-apr-2026: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: e-2. No defect found on returned meter. Root cause: rc-061: storage outside specifications.